Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it cannot be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. No harm to the patient was reported. The root cause could not be determined as per the information provided. There was no correction completed. The device in question was checked by the hamilton medical partner and the issue could not be reproduced. Device passed all tests and checks conducted by service engineer.

Event description:
Dear sven this unit alarmed according to the customer with tf 18 . We could not recover the problem .